Event description:
Reference number (B)(4). Event occurred in the united states on 16-august-2024, it was reported that the patient encountered infusion set cannula bent event. The blood glucose was reported 400 mg/dl and due to which the patient was hospitalized for 30 hours and treated with injections. Do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country : the united states. H11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.